Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 50 and blood glucose was 319 mg/dl. Customer reported that sensor showed a low blood glucose of 80 mg/dl and customer had a seizure. Customer removed sensor and was not sure if cannula was bent.